Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: one (1) caresite cracked during chemotherapy with methotrexate and daunorubicin (mtx and drn). Limited information provided. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used caresite without packaging were returned for evaluation. The samples were tested for leakage per specification, one with passing results and one with failing results. Leakage was noted from a crack on the threads of the female luer on the valve that failed. The defect of leakage/cracked was confirmed through testing on one of the returned samples. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to further address the issue of leaking caresite valves. We will maintain this report for further references and continue to monitor other reports for similar occurrences.